Event description:
It was reported that the spike and sheath of the sterile repeater pump tube set leaked. The issue was identified during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: device manufacture date: the lot was manufactured from may 5, 2022 to may 9, 2022. H10: the actual device was received for evaluation. Visual inspection observed that the tube set was missing the vent filter. Repeater pump system level testing was performed using sterile water and a leak was observed at the spike body where the vent filter was missing. The reported condition was verified. The cause of the missing vent filter could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.